Manufacturer narrative:
Beckman coulter call center remotely assisted the customer with troubleshooting the device. Call center had the customer cleaned tubing, mix-bar and the inlet side of the electrode block but the issue was not resolved. The customer was advised to replace the ise tubing, par number mu538600 which resolved the issue. Beckman coulter internal identifier is case-(B)(4). Date of birth: patient demographic information was not provided. Sex: patient demographic information was not provided. Weight: patient demographic information was not provided. Ethnicity: patient demographic information was not provided. Customer phone #: (B)(6).

Event description:
The customer reported that false high ise (ion selective electrode: chloride, potassium and sodium) patient results were generated on the au5800 clinical chemistry analyzer. There was no change in patient treatment in association with this event.